Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per comment received from user in relation to (B)(4) ¿in contrast, when the same team uses cook¿s needle, we have observed a noticeably higher rate of scope damage under comparable conditions. For example, in our experience, scope damage has occurred in around 2 ¿ 10 cases when using cook¿s needle, whereas similar cases performed with olympus have shown little to no scope damage¿ (related to (B)(4)). No adverse effects detailed. 1. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end? A. This case has nothing to do with a kink, bend or break in the ebus needle. It has something to do with ebus scope damage by the ebus needle. 2. Was gaining access to the target site difficult? A. It was a normal case to access the central airway of the trachea. 3. Was puncture of the targeted site difficult? A. It was easy to puncture the targeted site. 4. What is the scope manufacturer and model number that was used? A. It is the olympus ebus scope that is widely used in the market. The specific model no is unknown. 5. Was the scope recently service/repaired? A. Yes, the scope was serviced several months ago. 6. Was force required on insertion of device into scope? A. No. 7. Was resistance felt while inserting the device through the scope? N/a, yes, no a. No. 8. Was the device used in a tortuous position? A. No. The procedural team accessed the straight position that was in the central airway. 9. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? A. The procedural team noticed that the ebus scope was damaged during the procedure, but the team doesn¿t know when the scope was injured. 10. Was the endoscope in a flexed or twisted position at any time during the procedure? A. The procedural team kept the scope straight when the operator punctured the site. 11. Was the stylet partially removed when advancing the needle into the target site? A. Yes. 12. Was difficulty experienced while retracting the needle? A. No. 13. Was it possible to be fully retract before removing the needle from the patient? A. Yes. 14. How many samples were obtained (passes completed) with this needle? A. 3-4 samples. 15. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? A. No. It wasn¿t. The scope was kept straight except for a few times of inserting the scope into the trachea. In particular, when the needle was advanced, withdrawn into the scope and during puncture.